Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported left exchange due to concerns with the product. Healthcare professional later reported "deflation" and "exchange from textured to smooth due to concern with the product". Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed total separation on the plug strap assessed as surgical damage also observed one opening assessed as surgical damage and observed one opening assessed as fold flaw opening. As per the investigation procedures creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left exchange due to concerns with the product. Healthcare professional later reported "deflation" and "exchange from textured to smooth due to concern with the product". Device has been explanted.